Event description:
Mps reported that when the arm engages in haptics, it starts shaking and causing the blade to vibrate during cuts.

Manufacturer narrative:
An event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed. Method & results: -product evaluation and results: problem reproduced? No work performed investigated for reported issue, no defects found. Successfully performed pm service. Verified system is operating within mako tolerances and specifications. System successfully passed all validation testing. No parts used. System is ready for clinical use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that (B)(6) was inspected and the quality inspection procedures were completed with no reported discrepancies. -complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported that when the arm engages in haptics, it starts shaking and causing the blade to vibrate during cuts.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.